Event description:
I started each day with horrible, extremely volatile sneezing fits that left me feeling terrible for the rest of the day. I began to suspect that it was caused by use of a CPAP machine (resmed) but, most likely, it was the ozone cleaning device to blame. After totally stopping use of my CPAP, the sneezing problem gradually subsided over the course of a few months. My pulmonologist told me to stop using the purify 03 ozone cleaner. Besides having sleep apnea, I was also diagnosed with ipf last (B)(6) 2021. What recourse do I have? I feel that the manufacturer of purify 03 ozone cleaner should reimburse me, at the very least, for the cost of the device. I can't get back all the months I suffered. FDA safety report ID # (B)(4).